Event description:
The following literature article was reviewed by gore: moawad s, vance az, cobb rm, mantell mp, cohen r, clark twi. Radiofrequency guidewire-facilitated recanalization of chronic thoracic central venous occlusions in hemodialysis patients. Cvir endovasc. 2024;7(1):10. Doi:10.1186/s42155-023-00422-6. This is retrospective study of end-stage renal disease [esrd] and chronic venous occlusions [cvo] patients who underwent radio-frequency [rf] guidewire facilitated recanalization in hemodialysis patients between january 2017 and august 2022. All patients had undergone one or more unsuccessful attempts at central venous recanalization using conventional catheter-based techniques. In the study of 20 patients (21 procedures), polytetrafluorethylene [ptfe] covered stent grafts, gore® viabahn® endoprosthesis (gore® viabahn® device) were deployed in either the brachiocephalic vein, subclavian vein, axillary vein, or the superior vena cava. The median stent graft diameter was 13 mm (range 9¿14 mm). There was one acute stent thrombosis that required thrombectomy and re-stenting on post op day two, which was treated with thrombectomy and extension of the stent construct more peripherally into the axillary vein.

Manufacturer narrative:
Article citation: moawad s, vance az, cobb rm, mantell mp, cohen r, clark twi. Radiofrequency guidewire-facilitated recanalization of chronic thoracic central venous occlusions in hemodialysis patients. Cvir endovasc. 2024;7(1):10. Doi:10.1186/s42155-023-00422-6. Patient information was requested from the author, but not provided. A1patient identifier (in confidence): internally generated number. A2 age at the time of event: mean age from the study cohort. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Type of investigation b22: a review of the manufacturing records for the device could not be conducted because the serial / lot number remains unknown. Without a lot number or device serial number, the manufacturing date and / or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The gore® viabahn® endoprosthesis with heparin bioactive surface instruction for use (IFU), section hazards and adverse events states, complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.